Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason.

Manufacturer narrative:
Sc-8216-70 (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason.